Manufacturer narrative:
Reporter discarded the involved product, however, lot information for review. Production history records for the reported lot were reviewed. All in-process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state, "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands. Ensure foam is intact after use. If not, remove any particles from oral cavity." The reporter stated the patient has a brain injury and a bite block was not used. The review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could be attributed to user error related to biting and not using a bite block during use of the product. Due to the review of the labeling and the product history and manufacturing records, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations.

Event description:
Report received of a user error resulting in an oral swab disengagement. Reporter stated oral care was performed by a lay person on a patient who suffers from a brain injury and was unable to follow commands. Reporter stated the patient bit down on the oral swab and the green foam disengaged inside the patient¿s mouth. Reporter stated the disengaged foam was successfully retrieved and no injury occurred to the patient or lay person. The reported issue occurred during initial use of the device. Instructions for use state, ¿a bite block should be used when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands.¿ reporter stated that although the patient was unable to follow commands, a bite block was not used at the time of the incident. The device was discarded, however, lot information was provided. Though requested, no additional information was provided.